Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the empty pump was that the patient was new to this office. The patient¿s old physician¿s office closed. The actions and interventions taken to resolve the issue was that the pump was filled with normal saline to protect mechanisms of the pump and a med refill the following day completed.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for spinal pain indications. It was reported that the patient mentioned their pump 'ran out on us one time - only for 17 hours,' but patient stated they heard the alarm 'blinking inside of them' and they did not know where it was coming from. Patient mentioned this happened around their last refill, which was 'in march something-or-other.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.